Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing detached at the quick release while she watched the television. The site location was left side of stomach and the pump was located on left side of bra. The infusions were stored in the bedroom. There was no stress or pull on the tubing. She was unsure whether the pump was dropped with the set connected to the patient's body. No further information available.